Manufacturer narrative:
This report has been identified as b. Braun medical internal report number(B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: incident details: "IV placed with good blood return and unable to get needle to come out. Carefully pulled on it a few times and could not get to come out. Had to really hold down on the catheter to keep it in place and give the needle a good tug to come out. Needle was stuck in the catheter and almost lost access due to catheter almost being pulled out/not being able to get the needle out " "when pulling out the covered needle from the catheter, these stick every time. It requires a second hand to steady the catheter to avoid pulling it out of the vein, & even sometimes requires wiggling to free the covered needle. Which then drips or flings blood; a ridiculous increased risk of exposure. These are dangerous. "I placed an IV in an older patient. As I was removing the needle the tip protecter pulled on the angiocath dislodging it and requiring the patient to have multiple sticks. Please discontinue these angiocaths as they are unsafe. " "needle catches on hub of cath. IV ran good for 30 min then infiltrated" "tip of needle cover getting caught in the catheter when pulling out IV needle. Resulted in needle stick of nurse. Propper technique was performed. Needle is getting caught. Reoccurring issue" "these catheters are unsafe and terrible for both patients and providers. Today, the lack of a 1-handed quick/retract button such as the bd catheters was the direct cause of my needle stock blood exposure. I have been an ER & critical care nurse for 22 years and see these catheters blow more veins, result in more sticks, drag more catheters out, & stick more staff than is acceptable. Unsafe and inferior equipment."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Process mapping of the cannula assembly machine (cam) and final assembly machine (ecm) for introcan safety 2 has been reviewed. Silicone oil is applied to the cannula surface during the lubrication process at cam and on the external capillary surface during the siliconization process at ecm. This helps facilitate smooth withdrawal and drag force during cannulation process. The ecm machine is equipped with an in-line vision system at the "x-ray clip & septum inspection" station to perform 100% checking on critical clip dimensions, including clip position and condition. Any defect in the safety clip that may hinder cannula withdrawal will be automatically rejected. Additionally, there is an independent in process quality control (ipqc) which performs inspection on a sampling basis. According to the test specification, the batch passed based on the test method, damages. Next, the batch was subjected to final quality control inspection. Inspection that is related to test method withdrawal force and drag force has passed with no abnormality. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.